Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose reaching approximately 400 mg/dl for about two hours after a meal announcement and following a recent infusion set change; the user suspected an infusion set issue such as a kinked cannula and transitioned to subcutaneous insulin injections after disconnecting from the ilet. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary interruption of ilet therapy and use of backup insulin with no medical intervention or hospitalization. Investigation included a review of the event through customer follow-up calls. Investigation of this case revealed that the cause of the hyperglycemia remained undetermined, with a potential infusion set delivery issue discussed but not confirmed. It was concluded that the event was user-reported hyperglycemia of unclear etiology with no injury and resolution through backup therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.